Event description:
Customer reported checking her blood glucose with her pdm and the new abbott freestyle lite test strips on (B)(6) 2010 (no exact time reported) with result 280 mg/dl. She was not feeling well, so she decided to visit the ER. The hospital blood test result was 365 mg/dl while her pdm read 400 mg/dl. She stated the ER visit was due to "gastro-intestinal issues" and didn't report any treatment. Insulet recommended that she use her back up blood glucose meter to test using the new test strips and enter the results into her pdm manually until we get the clearance from FDA to use the new strip with the pdm.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm whether a blood glucose measurement error or any other product condition could have contributed to the customer's reported high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide recommends that, "you should perform a control solution test when you suspect that your meter or test strips are not working properly or when you think your test results are not accurate, or if your test results are not consistent with how you feel." The omnipod web site advises that, "abbott diabetes care received FDA clearance for its new freestyle test strips. New and improved freestyle blood glucose test strips are intended to be used with freestyle (also know as freestyle 3 and freestyle 5), freestyle freedom and freestyle flash blood glucose meters only. Insulet is awaiting clearance from the FDA for the use of the new freestyle test strips in the omnipod pdm. Please continue to use your current freestyle test strips until insulet obtains FDA clearance." It then lists abbott's customer care 800 number for assistance locating the original strips.